Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had poor technique.

Event description:
Customer complains of erratic results. Customer states that he feels well and requires no medical attention at this time. The customer's expected blood results are 120-170mg/dl fasting. Verified the strips expired 4/30/2018. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2015. (B)(6). Customer calling sates that the meter is not working. Customer states that he would run this blood test and he would get a difference between 70-100 points different. Customer runs his blood test 2 times and day and his normal is 120-170mg/dl. Customer does not have the strips with him. On (B)(6) 2015; follow up call was made: customer was not sure which of his results he is concerned with. Customer stated that he is confused. After reviewing the memory with the customer the customer states that the results that he is concern with are not stored in the meter memory.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause: user's misunderstanding of erratic results.

Event description:
Customer complains of erratic results. Customer states that he feels well and requires no medical attention at this time. The customer's expected blood results are 120-170mg/dl fasting. Verified the strips expired 4/30/2018. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2015. Check meter memory. (B)(6). Customer calling sates that the meter is not working. Customer states that he would run this blood test and he would get a difference between 70-100 points different. Customer runs his blood test 2 times and day and his normal is 120-170mg/dl. Customer does not have the strips with him. On (B)(6) 2015; follow up call was made: customer was not sure which of his results he is concerned with. Customer stated that he is confused. After reviewing the memory with the customer the customer states that the results that he is concern with are not stored in the meter memory.